Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure was able to be confirmed. The reported break was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, heavily tortuous and 80% stenosed anatomy resulted in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure/noted premature activation. Manipulation of the compromised device resulted in the noted multiple stent sheath kinks and the reported break/noted partial outer member separation likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the superficial femoral artery (sfa) with heavy calcification and heavy tortuosity. The 6x40mm absolute pro self-expanding stent system (sess) was attempted to be deployed at the target lesion; however, the thumbwheel would not turn. Therefore, the sess was removed from the patient and the stent was noted to be partially deployed and the outer member near the sess bond had a partial separation. Another absolute pro stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.